Manufacturer narrative:
Printed circuit board (pcb).

Event description:
The customer reported that the ventilator alarmed and restarted while in use. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the reported event. Review of the ventilators diagnostic history noted a restart occurrence. The service technician replaced the cpu board to address the findings. Extended self testing was completed and tests passed to operating specifications.